Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a periprosthetic fracture. (Left). (B)(6). Primary asa: p3-incapacitating systemic disease. (B)(4).